Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had stopped working while shifting to standby mode. No patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1. Full initial reporter name: (B)(6). Updated fields: b4,e1, e3, g1, g2, g3, g6, h2, h3, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data:h6 (medical device ¿ problem code).

Event description:
N/a.